Event description:
Customer complaint - limited data available stated device overhaeted. Purchase date (B)(6) 2021.

Event description:
Customer complaint - limited data available. Customer stated that the device overheated. Purchase date was 1/27/2021.